Manufacturer narrative:
G4:11nov2020. B4:30nov2020. The field service engineer (fse) confirmed the failure. The fse replaced the touchscreen to resolve the issue. The fse entered the diagnostic mode and calibrated the touch screen. The unit was tested and it was returned to service. No parts were returned for failure investigation; therefore, the root cause at the component level could not be determined. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of this report: 22 oct 2020.

Event description:
The customer reported touchscreen failure. The unit was not in use, and there was no patient or user harm reported.